Event description:
According to the available information in the literature article, the patient had a titan inflatable penile prosthesis implanted. Two weeks following the procedure, he returned to work and lifted some heavy objects, whereupon he developed pain, swelling, ecchymosis and bloody drainage from his incision. Exam was consistent with a hematoma under his incision. The patient was admitted and placed on intravenous antibiotics. He was taken to the operating room and underwent wound exploration, hematoma evacuation, washout and placement of a drain. The device healed uneventfully thereafter. Full details can be found in the attached article titled: title: delayed postoperative hematoma formation after inflatable penile prosthesis implantation. This report captures patient #2.

Manufacturer narrative:
According to the available information, the article reported complications from research that occurred in the united states. Complications reported were bleeding, hematoma, pain, resurgery, and edema. The reported complications were identified in the risk management document as possible known harms. Complaints will be reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action no further investigation required at this time.

Manufacturer narrative:
Article titled: title: delayed postoperative hematoma formation after inflatable penile prosthesis implantation. The additional patients referenced in the article are captured under separate medwatch reports. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information in the literature article, the patient had a titan inflatable penile prosthesis implanted. Two weeks following the procedure, he returned to work and lifted some heavy objects, whereupon he developed pain, swelling, ecchymosis and bloody drainage from his incision. Exam was consistent with a hematoma under his incision. The patient was admitted and placed on intravenous antibiotics. He was taken to the operating room and underwent wound exploration, hematoma evacuation, washout and placement of a drain. The device healed uneventfully thereafter. Full details can be found in the attached article titled: title: delayed postoperative hematoma formation after inflatable penile prosthesis implantation. This report captures patient #2.